Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The service engineer (se) evaluated the device and replaced the inspiratory flow module (ifm) printed circuit board (pcb). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. A review of the ventilators logs indicated that the ventilator generated an alert and had a loss of ventilation consistent with an intermittent direct current (dc) - dc converter board. The field service engineer was notified of the finding. It was reported that while in use on a patient, this 980 ventilator generated a ventilator inoperative message. The reported issue was confirmed. The most likely cause was the dc-dc converter board. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated a ventilator inoperative message. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The service engineer (se) evaluated the device and replaced the inspiratory flow module (ifm) printed circuit board (pcb). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. One ifm module was returned to medtronic for further analysis. The ifm was visually inspected and functionally tested with no malfunction or product deficiency observed. Analysis found no fault with the returned ifm board, as it performed as designed. Post service, a review of the ventilators logs indicated that the ventilator generated an alert and had a loss of ventilation consistent with an intermittent direct current (dc) - dc converter board. The field service engineer was notified of the finding. The dc-dc converter board was later replaced. The likely cause of the event was isolated in the field to a potential fault within the ifm. However, after log review the cause was established as intermittent failure with the dc-dc pcba. There is an existing internal investigations regarding dc- dc converter boards. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.